Event description:
It was reported that the customer experienced two alarms, alarm 2 followed by alarm 26. The caller did not disclose whether there was an impact on the customer's blood glucose level, leaving it unknown. Technical support assisted the customer by filling and loading a new cartridge, and the customer changed supplies as needed before resuming insulin therapy.